Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient blood glucose results of 25.9 mmol/l on customer's compact plus system, 12.0 mmol/l on friend's compact plus system within 10 minutes. No information was provided for the friend's compact plus. Reported no adverse event. A request was made for the return of the meter and strips.